Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post implant device check, it was noted that the atrial lead dislodged. The dislodgement was confirmed via chest x-ray. The lead was repositioned, and the patient was stable throughout the procedure.